Event description:
It was reported that during a surgical procedure at the user facility, the drill was overheating. The procedure was completed with the same device without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. The reason for the serialization starting with 90042 is to provide clarification following a change in stryker's electronic complaint systems.